Event description:
It was reported that the user requested guidance to change a dexcom g6 sensor paired with an ilet system, confirmed the g6 code, completed the sensor change, initiated pairing, and was counseled on pairing time and warmup; blood glucose at the time of the call was 230 mg/dl, and the event was categorized as hyperglycemia with unclear cause. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms and no hospitalization. Investigation included remote troubleshooting and user education regarding sensor replacement, pairing, and warmup expectations. Investigation of this case revealed no device malfunction reported during the interaction, no alarm activity, and successful initiation of sensor pairing, with hyperglycemia present for an undetermined reason. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.